Event description:
Per the clinic, the patient experienced healing problems, resulting in a decision to explant the device. The device was explanted on (B)(6) 2010 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).